Event description:
The physician intended to use a resolute integrity drug eluting device. It was reported that the stent detached from the balloon. When the device returned it was noted that the stent was in position on the balloon but was deformed. There were no patient complications reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 13th proximal stent segment was raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context -(it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). Evaluation conclusion: known inherent risk of procedure (stent deformation). Operational context- (it appears most likely that the issue is related to the attempt to use the device during the procedure and is therefore procedural related). (B)(4).